Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by ¿murky¿ (cloudy) pd effluent. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin (2 gram, 2 times, route not reported). Five days after onset, vancomycin was discontinued. Nine days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.